Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was no longer functioning properly. The physician attempted to activate that aus and the cuff was closing; however, the patient had developed urethral atrophy resulting in recurring incontinence. The physician decided a smaller cuff would be a better fit for the patient. The existing aus was explanted and a new aus was implanted. No additional patient complications were reported.